Event description:
Customer reported that a review of a patient treatment plan found that the multi-leaf collimator (mlc) parameters were missing from the posterior-anterior field of a 5-field prostate cone-down intensity modulated radiotherapy (cd imrt) plan. The patient received 7 fractions of the multi-fraction treatment with no mlc on the field before the missing parameters were discovered. The customer could not immediately determine whether this was due to malfunction or use error.

Manufacturer narrative:
Varian reviewed relevant patient data and treatment plan files provided by the customer for the event in question. Investigation results indicate that the user accidentally deleted the treatment plan mlc parameters while attempting to edit a non-treatment set-up field. There were no malfunctions detected, and evaluation of the data concluded that this was a case of use error. This report is being filed, because varian cannot rule out the possibility of serious injury to the patient as a result of this adverse event. Varian is evaluating possible product improvements to reduce or eliminate these types of workflow errors.